Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of a microbore catheter extension set with one-link needle-free IV connector caused a no flow event. This occurred during patient infusion of blood. The reporter indicated that no flow occurred even though the connection of the one-link valve was made easily. When the one-link valve was removed, there were no flow issues. The reporter stated that they ¿use a syringe to get flow started or change the loop and then the blood flow will start.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.